Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date - unknown.

Event description:
It was reported a patient underwent a left total hip arthroplasty on (B)(6) 1994. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to polyethylene wear.